Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor position encoder error alarm, motor error alarm and insulin pump was not working. Customer¿s blood glucose was 299 mg/dl. Customer stated that drive support cap was normal. Troubleshooting was performed. Customer was already changed batteries then did the rewind but the error had occurred four times. Customer had rewind the insulin pump three times. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and refer to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime/a33 test, excessive no delivery test. The motor was tested outside the device and passed. Unable to confirm e70 error. Device passed self test no blank display noted.